Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic mitral valve was explanted after an implant duration of four (4) years, six (6) months due to paravalvular leak. Through follow-up with the healthcare provider, it was learned the device was not sutured to the patient's annulus sufficiently, leading to the leak. This was replaced with a 29 mm pericardial bioprosthesis. There were no adverse patient effects reported. No additional details.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because, it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Technique related factors have been shown to contribute to the development of pvl. Based on the information provided, this device "was not sutured to the annulus sufficiently." Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.